Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on september 05, 2023.

Event description:
Per the clinic, the recipient experienced infection at the implant site. Subsequently, the device was explanted on (B)(6) 2023. Re-implantation is planned but had not taken place at the time of this report.